Manufacturer narrative:
Citation: bedogni et al. Transcatheter valve-in-valve implantation using corevalve revalving system for failed surgical aortic bioprostheses. Jacc cardiovasc interv. 2011 nov; 4 (11): 1228-34. Doi: 10.1016/j.jcin.2011.10.002. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the performance of transcatheter valve-in-valve implantation in patients with a degenerated aortic bioprosthetic valve. All data were collected from multiple centers prior to 2011. The study population included 25 patients (mean age 82.4 years) with a stenotic or regurgitant bioprosthetic valve. Four patients had previously implanted medtronic mosaic (3) or hancock (1) bioprosthetic valves. All patients were implanted with a medtronic corevalve (25). No serial numbers were provided. Among the 25 medtronic transcatheter valves adverse events included: myocardial infarction, stroke, new onset renal failure, atrioventricular block requiring permanent pacemaker, post-procedural mild aortic regurgitation, and acute left main artery occlusion successfully treated with percutaneous coronary intervention. Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.